Manufacturer narrative:
During the quality investigation testing, overheating was duplicated. Further investigation revealed corrosion damage to the motor and the press plug. The motor was identified as the primary cause of the failure. The damaged parts were replaced and the device was repaired and returned to the customer.

Event description:
A stryker micro reciprocating saw was sent in for repair due to overheating during a routine maintenance check. No adverse event was associated with the event.